Manufacturer narrative:
(B)(6). (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a jagtome rx 39 was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, after advancing the tome through the scope to the ampulla, sphincterotomy was initiated with a small cut. When the physician attempted to continue the sphincterotomy, the cutting wire was unable to conduct. It was then noticed that the cutting wire broke at the poximal end; however, the distal end was still attached. Reportedly, no part of the device was detached inside the patient. The procedure was completed with a jagtome rx 44, using the same generator and active cord. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.